Event description:
The colonovideoscope came directly from the research and development group (rdg) and was the only device from the machine that tested positive during validation. The machine¿s final rinse water tested negative during validation. The colonovideoscope was immediately reprocessed.

Manufacturer narrative:
This report is being supplemented to provide correction and additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, the device evaluation and the final investigation. Updated fields: b5; b6; d8; g3; h2; h6 and h11. Corrected fields: b3. The device was culture tested positive by the customer. Olympus provided the following result of the culture test, performed at the third-party lab: sampling date: (B)(6) 2025. Sampling from: pool sample. Cfu: > 150 colony forming unit (cfu). Bacterial identification: aerobic mesophile bacteria. The device was not returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, the device does not need to be repaired by olympus as the device was not defective. The sampling during validation was carried out, sampled the device after quarantine. The customer stated the device was fine. This reported event refers to patient 1/12. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer indicating that the colonovideoscope was used on 12 patients while awaiting the routine culture test results, and that there were no patient infections.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer. Updated fields: b5, h11. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for >150 colony forming units (cfus) of aerobic mesophile bacteria. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.